Event description:
On mm/dd/2015, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. The reporter alleged that the pump was leaking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2015.on (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cosmetic finish) issue. The reporter alleged that the pump was peeling/chipped/scratched in multiple areas. It was reported that the pump was leaking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.